Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a system stop caused by a disconnection of the driveline was not confirmed. Neither of the patient¿s system controllers (serial numbers (B)(6), and (B)(6), were returned for analysis, and no log files were associated with the reported event. Per additional information, the controllers remain in use by the patient. The patient was re-educated about equipment usage. The root cause of the reported event was reported to have been user error in disconnecting the driveline in an attempt to perform a controller exchange to resolve the reported no external power alarm. Review of the device history record for system controller, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 patient handbook instructs users to regularly ensure that their driveline is connected and secured within the system controller, and to reconnect it immediately in the case that it becomes disconnected. Users are warned that the pump will stop running when the driveline is disconnected. The heartmate 3 patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information was received that the controller remained in use with the patient. The patient had a history of ventricular fibrillation prior to left ventricular assist device implant. The patient felt wobbly during the ventricular fibrillation. They were treated with direct current defibrillation. The patient was also treated with medications and regular follow-ups.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that while sleeping while using the mobile power unit (mpu), the power cable was disconnected on the main side of the mpu, resulting in a state of power supply loss and generating an alarm. The drive state could not be confirmed and the alarm could not be judged correctly, so the patient decided that the system controller was abnormal and disconnected the driveline to replace the controller. During the 6 minutes, ventricular fibrillation and respiratory arrest occurred and the patient was transported to an ambulance. It was determined that the mpu power cord was not locked in and disconnected while the patient was sleeping. Pump MFR # 2916596-2022-16165, mobile power unit MFR # 2916596-2022-16167.